Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 27, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the electrode array was found to be outside the cochlea during initial surgery; subsequently the patient underwent revision surgery (B)(6) 2016, to reposition the electrode array.